Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation with the caller who will discuss a follow up schedule with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a longevity calculation was performed for this device and it did not match the current remaining longevity. No adverse patient effects were reported.